Event description:
It was reported that upon unpacking the feeding device package, the guidewire was allegedly found missing in the package prior to use on patient. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and a lot history review was performed. Investigation summary: as received, one peg tube, one external bolster, one curved hemostat, four gauze strips, two scissors, two safety needles, one pinch lamp, one external star bolster, one insertion wire, one safety scalpel, and one dual port feeding adapter. The insertion wire was partially inserted into to the guidewire hoop to optimize packaging. Components were compared against content list and the guidewire, gauze, both safety needles (21g and 25g), 5 ml syringe, drape, and snare were missing. The investigation remains inconclusive due to the fact that the kit components were returned out of the package and the kit had been opened. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiration date: 01/2021), g4. H11: b5, d1, d2, h3, h6 (results, conclusions). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was provided, a manufacturing review will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 01/2021).

Event description:
It was reported that upon unpacking the feeding device package, the guidewire was allegedly found missing in the package prior to use on patient. There was no patient contact.